Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and associated device displayed pacing impedances of greater than 2000 ohms in all pacing configurations. Sensing and capture were noted to be normal. The system will continue to be monitored. There were no adverse patient effects reported.

Event description:
Subsequently, the patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The device remains in service. There were no additional adverse patient effects reported.